Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 88 mg/dl, 224 mg/dl, 112 mg/dl. Tests were done within, <10 minutes with a difference of 57%. Pt did not experience any adverse events. No further info has been reported. No follow up required.